Manufacturer narrative:
Device evaluation:analysis of the returned device identified: yellow particles in the shell, broken plug strap and opening on anterior. Leak test and microscopic analysis was performed which identified: striated opening on anterior and sharp broken of the plug strap. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening assessed as surgical damage. A sharp pattern on plug strap of broken device assessed as an unidentified (tear) opening. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported right side "capsular contracture, baker grade IV". Device has been explanted.